Event description:
It was reported that the pump declared alarm 20 during the loading process. There was no reported adverse impact to the customer's blood glucose level. Technical support resolved the issue by deciding to replace the pump and confirmed the shipping address. The customer was informed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery and was instructed on how to put the pump into storage mode before returning it.